Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the contrast button was found to be intermittently responding. All of the keypad buttons did not have normal spring back. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding. All of the keypad buttons did not have normal spring back. The keypad was removed and contamination was observed under the down and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.